Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that when the patient woke up in the morning, she was sick, and she experienced high blood glucose levels due to a bent cannula. Her blood glucose level were reported to be in the 600's, (highest blood glucose was reported to be 635 mg/dl and at the time of the event it was 623 mg/dl), which they tried to treat with a correction bolus via pump. Since (B)(6) 2021, the infusion set was used and there was no damage to the infusion sets when the package was first opened. Subsequently, on (B)(6) 2021, the patient was hospitalized due to diabetic ketoacidosis and was administered fluids of saline and insulin and an unspecified drug intravenously (drug name unknown) as corrective treatment which resolved the issue. The patient was discharged on (B)(6) 2021 and was on multiple daily injections. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.